Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Troubleshooting was not performed for this due to this event occurred in the past. During the call with tandem technical support, the customer reported another inaccurate fill estimate. The customer reloaded the cartridge and was able to receive an accurate fill estimate. There was no impact to the customer's blood glucose level.